Event description:
(B)(4). While having this device, I had problems all the time with my period on and off between month spotting almost all month. Pain in my uterus constantly. Bacteria was found every year in the pap smear . I have adenomyosis which a lot of women with essure have and because this diagnosis my periods were really painful . I'm start to gain a lot of weight after I got essure. My sexual life was some painful with essure. I have a incision because I had to have a reversal to remove essure.